Manufacturer narrative:
Product analysis summary: the device was intact; there was no detachment evident. There were several kinks evident on the hypotube. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a nc solarice rx ptca balloon catheter was intended to be used to treat a lesion located in the left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. It was reported that the balloon catheter detached after removal of the device in vitro with the detached portion remaining in the patient. It was stated that when the balloon catheter was removed from the patient the balloon delivery system was broken. The patient was reported to be alive with no injury. It was also stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.